Manufacturer narrative:
The reported event involving a syringe module(s) ¿that the syringe pump module alarmed for "occlusion" during infusions of ns and papaverine via an arterial line tubing set attached to a monoject syringe¿ could not be confirmed. The source device(s) was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported from the pediatric intensive care unit (picu) that the syringe pump module alarmed for "occlusion" during infusions of ns and papaverine via an arterial line tubing set attached to a monoject syringe. It was further stated that there were no delays in care or any adverse effects caused to the infant patient from the event.